Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 7076338. Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200. Serial: (B)(4), batch: 364499.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent an explant procedure. All components were explanted and will not be returned.